Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed a missing serial port cap and contamination within both power ports and the serial port of the controller. These are additional findings not related to the reported event, which can most likely be attributed to the handling of the device. Visual inspection also revealed contamination within the driveline connector port of the controller. Log file analysis revealed six (6) electrical fault alarms logged between (B)(6) 2021 due to an open phase on the rear stator, causing the pump to run on a single stator (front stator only). Two (2) vad disconnect alarms were subsequently logged on (B)(6) 2021, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Based on the available information, the reported electrical fault alarms event was likely caused by contamination/foreign material of the controller's driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms. The controller was exchanged. No patient complications have been reported as a result of this event.